Event description:
It was reported that on the day of placement of the foley catheter, it was spontaneously dislodged on the same day. A pinhole was present in the balloon section.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The catheter was inspected and observed tear on balloon sac. Inflated with 10ml of water and observed water leakage from balloon. Dissected the catheter and inspected the balloon and confirmed tear on sac body. However, the exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as unknown cause. The potential root cause for this failure mode could be due to incorrect sac fitting technique/sharp end of sac fit tool/damaged sac after unloading from sac manufacturing machine/rough handling of dipped sac former or user related (urinary stones). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the day of placement of the foley catheter, it was spontaneously dislodged on the same day. A pinhole was present in the balloon section.